Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in a procedure performed on (B)(6) 2024. It was reported that the catheter was broken. No further information has been obtained despite good faith efforts. Additional clarification regarding the catheter break was not provided and is being reported as it may have been broken into two or more pieces. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.